Event description:
(B)(4) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient expired. In (B)(6) 2008, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The 80% stenosed and 26mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x32mm taxus perseus study stent, resulting in 0% residual stenosis. In addition a 90% stenosed and 4.0mm long non targeted vessel located in the right posterior descending artery with a reference vessel diameter of 2.5mm was treated with placement of a non bsc stent. The following day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient went into ventricular fibrillation and was unresponsive and the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient presented to the emergency room and was noted to be in atrial fibrillation with rapid ventricular response. The patient stated that over past 3-4 days she has been experiencing shortness of breath, heart palpitations and approximately 12 pounds of weight gain. The patient was hospitalized on same day for further evaluation. Echocardiogram was performed and revealed diffuse global hypokinesis with severely decreased left ventricular systolic function. The patient was diagnosed with congestive heart failure. The patient was placed on coreg and was given lasix intravenously. Three days later, the patient went into ventricular fibrillation, code blue was called attempted resuscitation without success.

Manufacturer narrative:
Device is combination product. (B)(6). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).